Event description:
It was reported by the patient that the revised hip (from (B)(6) 2024) dislocated again on (B)(6) 2025. He was taken to the ER. Pt. Further stated that they were put to sleep and a team manipulated the hip back together.